Event description:
The customer reported sixteen (16) false positive results with the ID now covid-19 assay 2.0 performed on multiple patients using various lots on various dates in may. This MFR. Report addresses test eight (8) of sixteen (16) and lot m217599 (quantity:4). The customer reported a false positive result with the ID now ID now covid-19 assay 2.0 on a nasal sample. Of the sixteen (16) patients, the customer reported only two (2) had confirmatory smart gene pcr testing performed on (B)(6) 2023 which generated negative results. The customer was unable to confirm which two patients had pcr testing. Of the sixteen (16) patients, the customer reported only two (2) had a history of covid-19 but was unable to identify which two. The customer stated the patient was symptomatic. The customer reported the patient experienced a delay in diagnosis however, the customer confirmed there was no harm or impact in the patient's treatment due to the test result.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use, device discarded.

Event description:
The customer reported sixteen (16) false positive results with the ID now covid-19 assay 2.0 performed on multiple patients using various lots on various dates in may. This MFR. Report addresses test eight (8) of sixteen (16) and lot m217599 (quantity:4). The customer reported a false positive result with the ID now ID now covid-19 assay 2.0 on a nasal sample. Of the sixteen (16) patients, the customer reported only two (2) had confirmatory smart gene pcr testing performed on (B)(6) 2023 which generated negative results. The customer was unable to confirm which two patients had pcr testing. Of the sixteen (16) patients, the customer reported only two (2) had a history of covid-19 but was unable to identify which two. The customer stated the patient was symptomatic. The customer reported the patient experienced a delay in diagnosis however, the customer confirmed there was no harm or impact in the patient's treatment due to the test result.

Manufacturer narrative:
Additional information: e1 - last name, h3. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217599 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m217599, test base part number 192-430 / lot m217599. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217599 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use, device discarded.